Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated atrial oversensing. Concomitant products: 7022 st. Jude lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing. The lead was programmed off, but remains implanted. No patient complications have been reported as a result of this event.